Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was oversensing, noise was present and electromagnetic interference (emi) had occurred. It was also reported that during multiple episodes of oversensing and noise the patient was having seizures; of note, the patient has a history of tremors, seizures, long syncope and unresponsiveness. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. The analyst commented that multiple episodes of emi were noted and possible seizures had occurred.